Event description:
During servicing of this device at philips for an unrelated issue, a malfunction of the etco2 module was identified by the bench technician. There was no patient involvement.

Manufacturer narrative:
Pr#: (B)(4).